Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11572. Reference MFR report: 1627487-2012-11574. It was reported the pt was ill, and had a syncopal episode. It was reported the pt was rushed to the hospital where a spinal tap was performed. The results displayed meningitis. It was reported the attending physician believed the scs system could be a factor and explanted the system. The date of the explant was unk. It was reported the pt was placed on antibiotics. The pt reported the infection had since resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.